Manufacturer narrative:
Evaluation for device 3 of 3 (refer to manufacturer's report number 1627487-2008-00015 for device 1 and 1627487-2008-00016 for device 2). Method: device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Ans, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans, inc. Defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3 (refer to manufacturer's report number 1627487-2008-00015 for device 1 and 1627487-2008-00016 for device 2).